Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that after two days of the implant procedure , this right ventricular (rv) lead exhibited pacing failure. It was decided then to do an x ray which showed a dislodgement. While trying to repositioned there were also encountered helix issues. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effect were encountered.